Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the coating at the insertion tube peeled off occurred due to stress of repeated use, external factors, or handling of the device. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Connecting tube had a dent. Due to a pinhole on connecting tube and crack on the control unit, water tightness was lost. Adhesive on bending section cover had a chip. Objective lens and light guide lens had discoloration. Control unit was discolored. Venting connector under grip was shaved. Scratches were found throughout the device. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the coating of the fiberscope insertion tube was peeled off. It was unknown when the event occurred. Pre-use inspection was performed. The intended therapeutic procedure was completed with a similar device. The device was returned and an evaluation at the repair center revealed, the coating of the image guide (ig) coil was peeled off (more than one millimeter square or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.